Event description:
It was reported that the patient underwent an explant surgery of their neurostimulator implant due to high impedance and ineffective treatment. The device was partially explanted; a portion of the tined lead remains implanted. The physician does not anticipate any patient harm. During the post-explant follow-ups, the patient reported to be doing well.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient underwent explant surgery of their neurostimulator implant due to high impedance and ineffective treatment. The device was partially explanted; a portion of the tined lead remains implanted. There were no patient complications reported. The physician does not think there will be patient harm. During the post-explant follow-ups, the patient said they are doing well. The clinical specialist (cs) clarified there is no portion of the lead left in his body at this time, the physician was able to get the remaining lead out. The lead broke while in the patient's body, before the explant date. The physician was eventually able to remove the lead fragment. The cs clarified the tined lead was explanted the same day as the ins. The physician initially thought they could not get it out and then attempted a second time before closing up in the operating room. When the product was returned, lead was a fragment.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Section b5 and h6: device code are impacted.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient underwent explant surgery of their neurostimulator implant due to high impedance and ineffective treatment. The device was partially explanted; a portion of the tined lead remains implanted. There were no patient complications reported. The physician does not think there will be patient harm. During the post-explant follow-ups, the patient said they are doing well. The clinical specialist (cs) clarified there is no portion of the lead left in his body at this time, the physician was able to get the remaining lead out. The lead broke while in the patient's body, before the explant date. The physician was eventually able to remove the lead fragment. The cs clarified the tined lead was explanted the same day as the ins. The physician initially thought they could not get it out and then attempted a second time before closing up in the operating room. When the product was returned, lead was a fragment.